Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the (a-rubber) adhesive falling off could not be identified. However, it¿s likely the cause is related to wear during handling and reprocessing. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use: precautions. The detection method is included in the reprocessing manual: 3.13 signs of degradation from reprocessing and its number of times. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. This device has not been repaired before. The device is returned, and an evaluation completed for it. The user¿s complaint of moisture in the device was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. It was observed that some pieces of the distal end rubber coating (a-rubber) adhesive had fallen off. This is attributed to wear and tear by user handling. The device had no leaks. However, traces of water invasion were found. The connecting tube was discolored. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of moisture in the device occurring during reprocessing. Upon evaluation of the device, it was observed that some pieces of the distal end rubber coating (a-rubber) adhesive had fallen off. This is attributed to wear and tear by user handling. This medwatch is being submitted for the reportable issue of pieces of the a-rubber adhesive having fallen off as observed during device evaluation.